Manufacturer narrative:
Bayer case number: (B)(4). Back pain [back pain]. Disabling pain [pelvic pain female]. Cervical pain [uterine cervical pain]. Bloating [bloating]. Abdominal pain [abdominal pain]. Joint pain [joint pain]. Intense tiredness [tiredness]. Insomnia [insomnia]. Migraines [migraine]. Dizziness [dizziness]. Spasms [spasms]. Muscle pain [muscle pain]. Tendon pain [tendon pain]. Gastrointestinal pain [gastrointestinal pain]. Stroke [stroke]. Sick leave [sick leave]. Social life impossible due to unmanageable tiredness [social life impairment]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-dec-2025. The most recent information was received on 29-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 727 days after essure insertion, she experienced back pain (seriousness criterion medically important), pelvic pain ("disabling pain"), uterine cervical pain ("cervical pain"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), fatigue ("intense tiredness"), insomnia ("insomnia"), migraine ("migraines"), dizziness ("dizziness"), muscle spasms ("spasms"), myalgia ("muscle pain"), tendon pain ("tendon pain"), gastrointestinal pain ("gastrointestinal pain") and social problem ("social life impossible due to unmanageable tiredness"). In 2018, she experienced sick leave ("sick leave"). In (B)(6) 2025, she experienced cerebrovascular accident ("stroke"). The patient was treated with morphine. At the time of the report, the pelvic pain, fatigue, sick leave and social problem had not resolved. The outcomes for back pain, uterine cervical pain, abdominal distension, abdominal pain, arthralgia, insomnia, migraine, dizziness, muscle spasms, myalgia, tendon pain, gastrointestinal pain and cerebrovascular accident were unknown. No causality assessment was received for essure with regard to back pain, uterine cervical pain, arthralgia, fatigue, insomnia, migraine, abdominal pain, abdominal distension, dizziness, muscle spasms, myalgia, tendon pain, gastrointestinal pain, cerebrovascular accident, sick leave, pelvic pain or social problem. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) back pain [back pain] , disabling pain [pelvic pain female] , cervical pain [uterine cervical pain] , bloating [bloating] , abdominal pain [abdominal pain] , joint pain [joint pain] , intense tiredness [tiredness] , insomnia [insomnia] , migraines [migraine] , dizziness [dizziness] , spasms [spasms] , muscle pain [muscle pain] , tendon pain [tendon pain] , gastrointestinal pain [gastrointestinal pain] , stroke [stroke] , sick leave [sick leave] , social life impossible due to unmanageable tiredness [social life impairment] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 727 days after essure insertion, she experienced back pain (seriousness criterion medically important), pelvic pain ("disabling pain"), uterine cervical pain ("cervical pain"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), fatigue ("intense tiredness"), insomnia ("insomnia"), migraine ("migraines"), dizziness ("dizziness"), muscle spasms ("spasms"), myalgia ("muscle pain"), tendon pain ("tendon pain"), gastrointestinal pain ("gastrointestinal pain") and social problem ("social life impossible due to unmanageable tiredness"). In 2018 she experienced sick leave ("sick leave"). In (B)(6) 2025 she experienced cerebrovascular accident ("stroke"). The patient was treated with morphine. At the time of the report, the pelvic pain, fatigue, sick leave and social problem had not resolved. The outcomes for back pain, uterine cervical pain, abdominal distension, abdominal pain, arthralgia, insomnia, migraine, dizziness, muscle spasms, myalgia, tendon pain, gastrointestinal pain and cerebrovascular accident were unknown. No causality assessment was received for essure with regard to back pain, uterine cervical pain, arthralgia, fatigue, insomnia, migraine, abdominal pain, abdominal distension, dizziness, muscle spasms, myalgia, tendon pain, gastrointestinal pain, cerebrovascular accident, sick leave, pelvic pain or social problem. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.